Event description:
It was reported that the (B)(6) right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual rise in impedance measurements since implant, and the health care professional (hcp) inquired about possible lead fracture. Rv pace impedance measurements had risen to high out-of-range pace impedance measurements greater than 3,000 ohms, and shock impedance measurements had risen but had stabilized around 70 ohms. A gradual rise in rv threshold measurements was observed, as well. The physician wanted to know whether replacing the device with a non-(B)(6) device would resolve the observed change in impedance trends. Technical services (ts) discussed troubleshooting/programming options and possible causes, explaining the lead trends were not indicative a lead integrity or spring contact issue. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).